Manufacturer narrative:
If implanted, give date: "(B)(6) 2012". Add'l relevant info will be provided when the device eval is completed.

Event description:
Same case as: 1649384-2013-00057, 00055. Same pt as: 1649384-2013-00060, 00061, 00066, 00062, 00063, 00067, 00064, 00065. It was reported that post-operative closure top loosening occurred. Pt underwent a minimally invasive posterior lumbar fusion treatment procedure on an unk date in (B)(6) 2012 using pathfinder nxt pedicle screws and rods at levels l1-l2. No interbody cages were used. The pt later presented with pain on an unspecified date in 2013 and subsequently underwent revision surgery. It was noted that three of the four closure tops were loose allowing the rods to move. The condition of the bone at the l1 vertebral body had deteriorated so that the right side screw was loose. The construct was replaced and extended with pathfinder nxt instrumentation from l3 to t11. No screw could be placed at the right side l1 due to poor bone quality.